Event description:
This rv lead was implanted on (B)(6) 2006 and was capped on (B)(6) 2011 due to it had fractured. The physician was dr. (B)(6) at (B)(6) system in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).